Manufacturer narrative:
Based on the hospital's report the direction of use was not followed. Soap and water was applied to both the baby and leads to remove the product. The inspection records were reviewed and no relevant nonconformity was observed. Product has certificate of conformance. This line of product is biocompatible per (B)(6) ref # (B)(4). This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Upon taking off the leads, the nurse noted that the chest had two red marks with excoriations and quite a few tiny bumps and fluid filled bumps.